Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Rep reported that during an intra-operative procedure, the surgeon believes, the valve does not function properly. After connecting the valve to both the ventricular and peritoneal catheters, surgeon was not able to establish flow through the shunt system. As a result the device was not used, but surgery was delayed.